Event description:
It was reported that patient with this device died following resuscitation of vf arrest. The case is under coroners investigation. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. Based on the data available the capture control feature was programmed to on and thus, an automatic threshold measurement is initiated either based on the programmed search interval or after a loss of capture detection. The analysis of follow-up data from april 01, 2022 at 06:38 pm documented that the last successful threshold was 0.6 v, which was measured on april 01, 2022 at 00:35 am. Between 00:35 am and 06:38 pm on that day, the right ventricular automatic threshold measurement test could not find a stable threshold. Therefore, the rv amplitude was set automatically to 4.2 v (3 v start amplitude plus 1.2 v error margin). The follow-up printout did not include the threshold trend diagram. The rv lead impedance trend did not show any anomalies. For further insights particularly regarding loss of capture detections a ram dump of the pacemaker itself would be essential. Based on all data available for analysis no pacemaker malfunction was noted. Should additional relevant information or the device itself become available, the investigation will be updated.